Event description:
Essure device implanted in 2009. Started having symptoms in 2010 that included daily fatigue, a severe menstrual cramping, vomiting, hip pain, leg pain, joint pain on a daily bases. Vomiting was a few times a month during my cycle. Pain would be severe to point of not being able to continue regular daily activities. Could no longer run, exercise, or practice yoga. When I sneezed or coughed, the internal pain in my lower abdomen was excruciating. Blood tests have shown that I had become anemic causing me to be cold, shaky, and easily bruised. Had laparoscopic assisted vaginal hysterectomy (B)(6) 2014 to remove uterus and fallopian tubes to ensure that coils were removed and there would be no future problems. Had chronic inflammation of the uterus and fallopian tubes and liver adhesions, as well. Two days post operation and my leg, hip, and joint pain is already gone and I am no longer fatigued. Even though I am in pain from the surgery, I already feel 10 times better than before my surgery.